Event description:
On (B)(6) 2015, the customer reported to a medela customer service representative that her pump in style advanced wic breast pump had low suction. The customer indicated that her physician diagnosed her with a mastitis infection and treated her with antibiotics. In addition, the customer developed thrush, which was concurrently being treated with the antibiotics.

Manufacturer narrative:
The customer proceeded with product troubleshooting over the phone with the medela customer service representative. The troubleshooting did not resolve the low suction issue. A replacement pump was sent to the customer and the representative requested that the defective pump be returned to medela for product evaluation. As of 03/11/2015, the pump has not been received by medela. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. It cannot be definitely concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis." Riordan and wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.